Event description:
The guide pin broke when the surgeon was about to insert guide pin into the bone. Therefore, the surgeon removed the broken guide pin. After having done the drilling, the surgeon inserted the screw into the shaft of distal tibia. Part of the screw head broke when the surgeon tightened the screw. The tip of the screw was not able to be removed.

Manufacturer narrative:
Device is not available for eval. If the device or add'l info becomes available, it will be reported on a supplemental report.